Event description:
It was reported that the steering was hard to steer. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The chain tension was fond loose which led the steering chain to get caught up on the wheel covers. The chain tension was adjusted. The system was tested and found to be working as intended and returned to service.